Event description:
Boston scientific received information that this right ventricular lead displayed a high out of range pacing impedance measurement. An xray revealed this right ventricular lead had moved from the implanted position. A decision was made to revise the lead. A revision procedure was performed. This lead was explanted and replaced with a new right ventricular lead. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.